Event description:
It was reported that an asymptomatic presented in clinic on sept 15th for routine follow up. During interrogation, the implantable cardioverter defibrillator exhibited backup operation. The device was restored successfully with a firmware download. The patient remained asymptomatic post interrogation.